Event description:
The customer reported that the sys exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the sys from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power cap module relay connectors were cleaned and reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.